Manufacturer narrative:
It was determined that the customer¿s water system underwent maintenance activities prior to generating the questionable results. The investigation did not identify a product problem. Water requirements are within the customer¿s responsibility.

Manufacturer narrative:
The ca2 reagent lot number was 70571101 with an expiration date of 31-may-2024. On (B)(6) 2023 the customer noticed their water tank was empty. The customer contacted their water supply company who corrected the water issue. Following the maintenance performed by the water supply company, the customer noticed the questionable ca2 results. After the water tank issue was fixed, the customer performed a water bath exchange, primes, and probe washes. The field service engineer (fse) replaced the gear pump head, syringe seals, and sample probes. The customer ran qc. The investigation is ongoing.

Event description:
The initial reporter questioned low results for multiple patient samples tested for calcium gen.2 (ca2) on a cobas pro c 503 analytical unit. The initial result was 6.3 mg/dl. The repeat result from a different c503 analyzer was 9.2 mg/dl. The repeat result was believed to be correct.